Event description:
It was reported that 2 relion® insulin syringes experienced scale marking issues. The following information was provided by the initial reporter: consumer stated that two syringes were missing the scale print.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. A review of the device history record was completed for batch# 1158316. All inspections and challenges were performed per the applicable operations qc specification. There were zero (0) notifications noted that pertained to the complaint. Bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that 2 relion® insulin syringes experienced scale marking issues. The following information was provided by the initial reporter: consumer stated that two syringes were missing the scale print.

Event description:
It was reported that 2 relion® insulin syringes experienced scale marking issues. The following information was provided by the initial reporter: consumer stated that two syringes were missing the scale print.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 relion® insulin syringes experienced scale marking issues. The following information was provided by the initial reporter: consumer stated that two syringes were missing the scale print.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 28-mar-2022. D.4. Medical device lot #: 1158316. D.4. Medical device expiration date: 30-jun-2026. H.4. Device manufacture date: 07-jun-2021. D.4. Medical device lot #: 1277401. D.4. Medical device expiration date: 30-sep-2026. H.4. Device manufacture date: 04-oct-2021. H.6. Investigation: customer returned (4) loose 0.3ml insulin syringes. An empty polybag from lot# 1277401 and part of a shelf carton for lot# 1158316 were also returned. The customer reported that two syringes were missing the scale print. The samples were examined, and it was observed that several markings between the 0- and 10- unit scale markings were either missing or partially missing. A review of the device history record was completed for batch # 1277401 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. A review of the device history record was completed for batch# 1158316. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. A review of the device history record was completed for batch# 1158316. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause: l2l dispatch was created for infeed corona electrode issues. If the corona treater is not working properly, the ink could "not adhere" to the barrel, therefore causing a missing scale line(s). L2l dispatch was created for viscometer issues. The viscometer kept exceeding the high end of the specification thus continually shutting down the printer operation. If the ink viscosity is too high, it could cause the partial transfer of ink to the pad / barrel causing light print.